Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6), 2010. Subsequently, operative report noted patient was revised on (B)(6) 2015 due to elevated metal ion levels. Operative report further noted metallic staining fluid, metal staining and metal debris during the procedure. The modular head and taper adapter were removed and replaced and a liner was implanted.this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces."this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.